Event description:
User facility medwatch report received that states "the doctor attempted to utilize the perclose closure device. The device was inserted into the right femoral artery but was unable to successfully deploy the device. Device was removed and 8 fr sheath was inserted. Hemostasis was achieved. The patient was transferred with no ill effects from use of closure device as it was removed and an 9 fr whath was inserted with removal in recovery and pressure held. Customer report source contacted and the following additional information was received. It was reported that an arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after an interventional cardiac catheterization procedure. Reportedly, the device did not deploy successfully. An 8f sheath was inserted. The 8f sheath was removed in the recovery room and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.